Manufacturer narrative:
Patient code: (B)(4). It was reported that patient underwent mesh repair on (B)(4) 2017 and another mesh was implanted due to adhesion, abdominal pain, pain and recurrent hernia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was further reported patient underwent additional surgery on (B)(6) 2017 to ¿repair problems caused by the mesh.¿ no additional information was provided at this time. No additional information was provided.